Event description:
Pt had cataract surgery. Pt has had several follow-up checkups since then and each time pt has told dr about the distortion of the lens when pt looks to her left. It looks like a smudge. He said they were having problems with another lens and switched to this one. Dr says it is the way the lens is made and their is nothing he can do. Pt finds it hard to believe that in 2005 these lenses did not go through a test period and quality control.